Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that customer was admitted into the emergency room (ER); cause was due to o-ring on the pneumatic tap. Customer was unable to load a cartridge and resume insulin deliveries due to o-ring on the pneumatic tap. Customer's blood glucose (bg) level was 306-307 mg/dl. Customer administered a glucagon injection to address bg level. While in the ER, customer was given an insulin pen. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resume insulin therapy.